Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up was received from the physician's office indicating that there was no rv pacing, and a likely loose setscrew. The device and rv lead remain in use.

Manufacturer narrative:
Concomitant product(s): a 5076-52 lead, implanted: (B)(6) 2018; lnq11 icm, implanted: (B)(6) 2017; etlw1610c124e stent graft, implanted: (B)(6) 2017; etlw1610c93e stent graft, implanted: (B)(6) 2017; esbf2314c103e stent graft, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within approximately two weeks post-implant during an in-office check, elevated sensing integrity counter (sic) was noted. Thresholds and sensing were noted as good along with no noise, but it was noted that right ventricular (rv) sensing was in unipolar. The rv lead remains in use. No patient complications have been reported as a result of this event.